Manufacturer narrative:
The product was returned for evaluation. Inspection found that the insert pin was ripped form the tape and the slider body was open on the front panel. On panel side a, there was broken elastic. The condition of the canopy was such that the user would not be able to assemble the canopy in order to use it. Manufacturer reference #: (B)(4).

Event description:
The customer reported zipper damage to the end panel and that the insert pin was missing. Evaluation of the returned product found that a zipper slider body was open on the front panel.